Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication use was for non-malignant pain and failed back surgery syndrome. It was reported that the pump was a blessing for me except it had to be removed due to technical issues. The patient is very interested in having a pump again. The patient suffered severe chronic pain. Additional information was provided from a consumer stated that the pump was removed due to methicillin-resistant staphylococcus aureus. The infection was not resolved due to their insurance issue. The patient could not recall the event date.